Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer reported a spark and patient burn during defibrillation; the event outcome was death, though the customer did not attribute the death to the device. The device passed all functional testing with no issues identified. Review of device logs for on (B)(6) 2025 confirmed a shock delivery with patient impedance of 98 ohms and defibrillation impedance of 264 ohms, indicating a significant impedance differential consistent with poor coupling. High impedance conditions can result from factors such as inadequate skin preparation, improper electrode application, air pockets, or electrode damage, which may contribute to arcing and skin burns as outlined in the instructions for use. The electrodes were not returned for evaluation, and lot information was unavailable. Based on available evidence, the event was attributed to poor coupling, and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) at 200 joules, the pads sparked and burned the patient and it showed 314 joules delivered. Complainant indicated that the patient subsequently expired.